Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. Currently, the maximum aneurysm measures 5 cm in diameter. It was reported that on an unknown date, a follow up CT scan identified a penetrating atherosclerotic ulcer at the distal edge of the initial implant with an intimal hematoma extending to the celiac artery. The physician intervened and extended with a valiant stent graft and bridged to the existing stent graft with another valiant stent graft, into the celiac artery. The physician stated that the patient had a "bad aorta" with an evar and now a tevar extending from zone 0 to the celiac. The hospital reviewed this case. The patient continues to improve with both speech and motor function with continued recovery. There was discussion regarding the cause of event centered on earlier heparinization which may have prevented it, but all techniques were proper and appropriate. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).